Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, mentor received two 375cc mentor smooth round moderate plus profile saline breast prostheses that were explanted due to the patient experiencing left breast implant deflation and undergoing bilateral removal and replacement surgery on (B)(6) 2021. The patient underwent bilateral replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9524317 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9530743 sn: (B)(4). Upon receipt and examination of both devices, it was also found that the right side device was deflated. This medwatch form is for the right breast prosthesis. Left side device was reported under mrn: 1645337-2021-01244.